Manufacturer narrative:
An event of the valve migrating after implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from field indicated that there was adequate calcium to anchor the valve, there was no interaction between the delivery system and the device and that it was unknown if the patient had a horizontal aorta. It was also indicated that the valve was placed high, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 01 august 2023, a 25mm navitor valve was selected for an implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user. The sizing of the annular dimensions of the native valve was 380 area perimeter. During deployment, the device was implanted high and migrated up into sinus. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. A 23mm non-abbott device was implanted as a valve in valve procedure at the level of annulus. The patient is stable.